Event description:
The customer reported the ventilator alarmed air source fault and review of the device diagnostic log indicated blower fan failure. The customer reported there was no patient involvement.